Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text.

Event description:
It was reported that the needle did not retract completely during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported the needle did not retract all the way.

Manufacturer narrative:
Medical device type: jka & fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract completely during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported the needle did not retract all the way.